Manufacturer narrative:
One jaw is missing; linkage damaged, so instrument does not open/close. There is corrosion on the remaining jaw, hinge area, and distal end of shaft. The condition of this instrument is consistent with damage caused by improper cleaning and/or incorrect sterilization process. Corrosion may also cause weakness in the metal that may result in breakage.